Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that the cuff on the tracheostomy tube was too large and would not seal in the pt. A non-routine replacement of the tube was required.